Event description:
At the conclusion of a spinal procedure, it is alleged that operating room personnel noticed that the light cable had a brown burn mark on the sheathing near strain relief. They checked the area the cable was resting on and found a hole in the drape and a minor burn on the pt's left buttock measuring 5mm by 5mm. They iced it and put a dressing on; no further medical treatment was necessary.